Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an off no power anomaly and battery out limit from the insulin pump. The customer's blood glucose reading was 220 mg/dl. The customer stated that the type of battery she used was aaa (B)(4). The customer stated that she did receive a low battery alert prior to the off no power alert. The customer stated that the alert was less than 24 hours from the low battery alert to the off no power alert. The customer stated that the battery was not loose, cracked or damaged. The customer stated that she received multiple batteries out limits when the battery was out of the pump for less than one minute. The customer will be sent a replacement pump.